Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse opened an unused cassette packet and there was a brown particle in the set. It looked like dried iodine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which revealed that there was brown particulate embedded in the final line tubing. Functional testing was performed using a homechoice cycler and a simulated therapy was completed without any alarms or issues. Sample evaluation concluded that particulate matter is not loose in the fluid path. The reported condition was verified by visual inspection. The cause appears to be related to tubing extrusion during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.